Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.